Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, the safety shield released prematurely. The surgeon cut his thumb which required suturing.